Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, power cycling, battery board testing, and on/off current testing without duplicating the report. The device was recertified and returned to the customer. The batteries used were not returned with the device for evaluation. Analysis of reports of this type has not identified an increase in trend.